Manufacturer narrative:
The exact date of the event is unknown. The provided event date of (B)(6), 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval flexible snare was used in an unknown procedure performed on an unknown date. According to the complainant, during the procedure, the physicians reported that snare did not work properly. They stated that the snares did not cut through all the way and they have to try repeatedly. Once it was able to cut through the polyp, the tissue stuck and would not release from the snare. It was unknown if the procedure was completed.